Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous erratic patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) and low anion gap. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined multiple parts malfunctioned. The fse replaced the reference valve, reference electrode, tubing, and holder. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).